Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated he had that alarm in the past and had found the lumens were partially obstructed. He stated today he removed the bags under sterile conditions and fluid flowed fine and the lumens were open. He reconnected the bags to the tubing and the baxter technical service representative (tsr) explained that the setup was compromised and they should start over with new supplies. The hp stated he was aware and wanted to continue to troubleshoot the alarm. The tsr had the hp close all the clamps and they cycled power off and on and reseated the cassette. Prime completed and the tsr again stressed to the hp that the setup was compromised and they should not connect the hp. The hp understood and had connected to the patient line. Prime completed and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.